Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6), 2013. Asr hip resurfacing system - left reason(s) for revision: alval / soft tissue reaction. Bilateral patient - see (B)(4) for 1st right hip revision and (B)(4) for 2nd right hip revision. Incorrect see below. Update rec'd 18 oct 2013 - implant date - (B)(6) 2010 incorrect. Update received 17th october, 2013. Com has been entered in error under (B)(4). (B)(4). Revision date and surgery date amended. This is a bilateral patient, right hip has not yet been revised. Update received: 9th april 2014 - filled mapped to mw fields and removed revision date as file handler received confirmation that patient cancelled revision surgery and both side products still remain in situ. Revision has not taken place revision recommended.